Manufacturer narrative:
(B)(4). The customer reported the device failed self test. There was no report of patient involvement. The local philips representative evaluated the device and clarified the symptom. The device was failing the defib test within the shift check. The power pca was replaced to resolve this issue.

Event description:
The customer reported the device failed self test. There was no report of patient involvement.